Event description:
Boston scientific crm received information that during the implant procedure, measurements obtained with the pacing system analyzer revealed normal impedance measurements. After the lead was connected to this implantable cardioverter defibrillator (ICD) device, high out of range impedance measurements were obtained and there was no right ventricular capture. Good measurements and capture were obtained with the atrial and left ventricular leads. The lead was disconnected from the header, a visual examination revealed no lead damage. The lead was reconnected revealing similar measurements. The lead pin and connection were examined, reattached and the issue was resolved. Normal measurements and good capture were obtained. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.